Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced keypad and both iui's. A review of the device history record for (B)(4) was performed from 11/9/2018 to 8/26/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the keypad causing an unresponsive key/s.

Event description:
It was reported that the device failed to turn on. There was no reported patient involvement.